Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate no leakage at the access port. The lab observed missing adhesive at housing/port tubing junction. This is the portion of tubing that connects to the port. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." The follow precaution is address in the device labeling as...do not use a band, access port, needle or calibration tube which appears damaged (cut, torn, etc.) In any way...

Event description:
Reported as port tubing disconnected at the tube connector.